Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "foam is deteriorating and pm due". There was no patient harm or injury reported with this notification. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.